Event description:
It was reported that during a lap bullectomy, most of staples were not deployed at the 1st firing when the device was used on the lung with neoveil (tube type). The cartridge was gold. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device cut? Yes. If the device cut, was the cut line complete? Yes. What were the appearance of the staples that were deployed on the tissue (b-shaped, irregular)? Legs slightly bent. We got additional information as follows; the event occurred not the 1st but the 2nd firing. There was no unexpected resistance in closing/firing/opening. As the firing was 2nd, there was a possibility that the device clamped the first staple line. The analysis found that one pse60a device was returned in good visual condition and with one ecr60d cartridge loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. No incomplete staple lines were noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.